Event description:
The hearing aid user came to the dispenser's office. The hearing aid specialist found the 3 wax guards were embedded in the ear was in the user's ear. The specialist referred the user to a dr to have them removed. The user had them removed by a doctor. There was no infection, serious injury or death in this case.